Event description:
During the robotic surgery the surgeon stated that the monopolar curved scissors (robot scissors) seemed dull as it was difficult for him to cut tissue. The dull scissors were removed and replaced with new ones. The scrub rn noticed that the cable had broken on the "bad" scissors when they were taking off the scissor tip cover. You could not tell that the cable had broken when the scissors were in use because the tip cover, covered the cables. The damaged scissors were tagged and sent to spd (sterile processing department).